Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to their device being stolen. Due to delivery delay, customer was unable to test and experienced hypoglycemia and a loss of consciousness, however, the customer was able to self-treat with glugogel after regaining consciousness. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.